Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30821739m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 70-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered low blood pressure, bleeding, and ultimately death. During the procedure, suddenly the patient's pressure dropped, the doctor performed an echocardiogram and did not find any epicardial fusion. The surgery was delayed due to the reported event. There were patient status/ outcome / consequences. The procedure was not successfully completed. The patient passed away. Other medical intervention was required: x-ray and cardiac echo. Other relevant history includes patient had a cardiac bypass procedure recently. Patient hemoglobin was very low 6. Additional information was received. The adverse event occurred on (B)(6) 2022. This adverse event was discovered during use biosense webster products. The physician¿s opinion on the cause of this adverse event patient condition, patient hemoglobin was 6 and the doctor¿s opinion is that he had internal bleeding. Intervention provided was an echocardiogram and there was no pericardial effusion. The patient outcome of the adverse event was death. The patient did not require extended hospitalization because of the adverse event. A smartablate generator was used. Additional filter used with the visitag was force average 25% and min gram 3 and catheter distance measurement. Fti from 200 to 300 color option was used prospectively. A transseptal puncture was performed with a prk needle and sl1. Prior to noting the pe or CT, ablation was not performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 17 when ablating with 20 watt. Graph, dashboard, vector, and visitag force visualization features were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, parameters for stability were 3mm, 3sec, 25% 3m. Ablation was conducted before the event occurred. After initial blood pressure drop the case stopped immediately and the patient passed away during the procedure post ablation.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).